Manufacturer narrative:
A complete lead was returned for analysis measuring 64.5 cm. External insulation abrasion breaching the optim sheath was noted at 13.3-14.9 cm from the connector pin consistent with friction to the device can. External insulation abrasion breaching the re lumen was noted at 14.6-14.8 cm from the connector pin consistent with friction to the device can. The etfe cables was intact. The lead was otherwise normal.

Event description:
It was reported that the asymptomatic patient presented in the operating room for device upgrade. It was noted that the right ventricular lead had a small insulation defect on the proximal portion. The physician extracted and replaced the lead successfully. The patient was in good condition during and after the procedure. All electrical measurements were normal.